Event description:
The patient's wife reported the patient experienced 5 v-go's where the adhesive did not stay attached. The patient's wife stated the patient cleaned the area with an alcohol pad and let the area dry completely before applying the vgo. The patient wife stated the patient would only wear the vgo on the back of his arm for a couple of hours before the adhesive pad would detach for the skin and it would cause the area to bleed. The patient's wife stated she discarded the devices.